Manufacturer narrative:
(B)(64. Additional information: batch # m9172v. The analysis results of the er420 device found that it was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 13 scissored clips. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.batch # unk.the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips crossing when fired, not ligating the required tissue. Used competitor clip applier to complete the procedure. There were no adverse consequences for the patient reported.